Manufacturer narrative:
Date of report: 25jun2019. Date received by manufacturer: 19jun2019. The gas delivery system (gds) assembly was returned to the fi(failure investigation) lab for evaluation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no damage or contamination. An investigation was performed and the air flow accuracy test did not pass-flow was set to 0(liters per minute) lpm and average air display was at -1.1 lpm and should be within the specification of -0.6 to 0.6 lpm , and the o2 flow accuracy test did not pass- the o2 flow was set to 1 lpm and analyzer reading was at 2.4 lpm and should be within the spec of 0.3 to 1.7 lpm. The root cause was isolated to a component (u1) on the air flow sensor pcba created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. No phone number provided. The manufacturer¿s international service technician confirmed the reported issue. The tsi value was 137.33 (standard liters per minute) slpm when the setting was 120 slpm at airflow accuracy test. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported flow sensor-test fail. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.